Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination determined that item is a posterior stabilized, crosslinked (prolong) articulating tibial bearing surface of which the post was broken off near the base. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening, pain and an implant fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated returned item was examined and it was determined that item is a posterior stabilized, crosslinked (prolong) articulating tibial bearing surface of which the post was broken off near the base. The inferior surface of the item showed evidence of an aligned wear pattern, potentially due to micromotion of the tibial bearing within the tibial tray, plus some gouges that are likely due to explantation. The superior (articulating) side shows linear wear marks typical of an explanted bearing surface consistent with in-vivo use, plus signs of potential pitting or potential third-body damage. The edges of the fracture surface on the bearing were fairly sharp indicating that little wear damage had occurred after the breakage, but there was also damage on the anterior side of the fracture surface, which may have potentially been the result of impingement. The post and bearing fracture surfaces did not match up well, and it appeared that there was significant plastic deformation on the fractured post that may have occurred after breakage. Some material appears to have been abraded away from the anterior side of the post, again possibly due to impingement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.